Event description:
It was reported that the cross arm brake on the 9800 system is sticking. It was also noted that the collimator needs adjustment. There was no report of pt injury.

Manufacturer narrative:
The reported issue is currently under investigation. A follow up report will be filed when add'l details become available.